Event description:
It was reported that in 2006 a peripheral cutting balloon procedure was performed. The target lesion was the popliteal, with mild vessel tortuosity; lesion type was de novo and mild calcification at target lesion. Reference vessel diameter 3mm; lesion length 15mm. Stenosis pre-procedure 80%, post-procedure 10%.the twelve month follow up, in 2007 the target lesion was not patent. The patient experienced thrombosis since the procedure. There was no intervention reported. In 2006, third month follow up patient's status ¿alive¿, with no symptoms. The target lesion remained patent following the procedure. Patient had not experienced any adverse event or intervention since the procedure.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as 'acute or sub-acute thrombosis' is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.